Event description:
During the procedure, the needle perforated the sheath at the distal end at the level of the dilator (at 2 cm). Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The side hole of the sheath was stretched no perforation was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.